Event description:
Co rec'd a letter from a 27 year old man in germany reporting that he experienced corneal erosion because he forgot to put a neutralization tablet into the lens case. He put the lens on the right eye and removed the lens immediately because of pain in the eye. He rinsed the eye with water. Afterwards he bought an eye treatment at a pharmacy and later on he went to an emergency physician. There he rec'd gentamytrex ointment (gentamicin) and visadron eyedrops (phenylephrin). He recovered after 4 days of treatment.